Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead shock impedance is fluctuating in and out of range (80 ohms to 125 ohms). A technical service (ts) consultant reviewed data and advised to perform additional testing. The rv lead remains implanted. No adverse patient effects were reported.